Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor did not blink. During the call customer removed sensor and no cannula was found. Then, when customer re-inserted cannula she had to wiggle it. Customer stated that it could have got stuck to the serter. The customer's blood glucose was 16mmol/l.